Event description:
There was white blood cell (wbc) contamination in the platelet product, and no leukoreduction flag during oq of the system. There was no a transfusion recipient or patient involved at the time of the residual wbc testing. The disposable set is not available to be returned for evaluation. On (B)(6) 2011, caridianbct became aware of the disposable set lot numbers that were involved in the reported events. This report is being filed to provide a separate report for lot number 02t3102 (donor number (B)(6)) that was initially reported in MDR 1722028-2011-00099. At the time of the initial filing, there was insufficient evidence to suggest that there were two separate devices involved in these incidences.

Manufacturer narrative:
(B)(4). Investigation: the system's run data files have been collected and analyzed. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.